Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock on two separate occasions due to low amplitudes and t-wave oversensing. The vector and rate zones were reprogrammed following the first episode. A boston scientific technical services consultant discussed each episode and the current results of automatic setup with the caller. The consultant suggested additional troubleshooting be performed with the patient in various postures. No adverse patient effects were reported.